Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. H4: device manufacture date is unknown.

Event description:
It was reported that the driver will not start when pressing the start/stop button when the unit is pressurized. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned for evaluation. A field service engineer (fse) was scheduled to go onsite to evaluate the device; however, the customer cancelled the work order. No further information was provided; therefore, we are unable to determine the root cause for the reported malfunction.